Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, inappropriate packaging design. As no patient involvement was reported the device was not used, however, is intended for treatment purposes. It is unknown if the device had met relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the ureteral stent was found to be ruptured upon unpacking on (B)(6) 2023. The issue was detected prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was found to be ruptured upon unpacking on (B)(6) 2023. The issue was detected prior to use.